Manufacturer narrative:
This report is submitted on march 21, 2019.

Event description:
Per the clinic, the patient experienced infection and swelling at implant site; subsequently the patient was hospitalised on (B)(6) 2019 and treated with IV and topical antibiotics (duration not reported).